Event description:
It was reported that the o-ring was missing. This was noticed during cleaning. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.